Event description:
The customer contacted physio-control to report that their device displayed the low battery and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that the on-off/switch flex cable assembly had become corroded by an unknown substance, causing the power switch located on the on-off/switch flex cable assembly to become inoperable. Corrosion was also observed on the charge-pak connector. The corrosion led the charge-pak and internal hybrid layer capacitor (hlc) batteries, designators bt1 and bt2, to deplete. The customer was provided with a replacement device.